Event description:
Healthcare professional (hcp) reported patient receiving hemodialysis on the baxter sps 1550 device. Hcp stated more ultrainfiltrate was removed than the goal set. No further information was available for this report.